Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On january 2, 2019, it was reported that the device was not working properly. The ratchet handle was bent/damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the blade protector was bent and the comb and carrier guide were replaced. This is not a related issue. Product review of the skin graft mesher on january 15, 2019 revealed that the comb was bent. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the device was not working properly was non-verifiable since during the product review it was noted that the calibration was within specifications and the device produced a passing sample mesh. However, it was noted that the comb was bent and the 1.5:1 ratio cutter produced an incomplete mesh when tested and was deemed non-repairable. The reported event that the ratchet handle was bent/damaged was non-verifiable since during the ratchet handle was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was within specifications and the device produced a passing sample mesh. However, it was noted that the comb was bent and the 1.5:1 ratio cutter produced an incomplete mesh when tested and was deemed non-repairable. The ratchet handle was not returned for evaluation or repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device was not working properly. The ratchet handle was bent/damaged. The event occurred during surgery. There was a 10 minute delay to obtain an additional mesher; an additional graft was required to complete the procedure.